Manufacturer narrative:
Correction: previously reported h6 health effect- impact field as "no patient consequences" , now updated to "unexpected medical intervention".

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were successfully completed. The patient was stable and asymptomatic.